Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Additional suspect medical device components involved in the event: model: sc-8216-70, serial: (B)(4), description: artisan surgical lead 70cm; model: sc-2158-70, serial: (B)(4), description: linear lead with enhanced stylet 70cm; model: sc-2158-50, serial: (B)(4), description: linear lead with enhanced stylet 50cm.

Event description:
A report was received that the patient had spinal meningitis. The physician believed the infection to be related to a previous revision procedure and not related to the device. Symptoms included oozing liquid and pus at the midline incision as well as the pocket site. The patient underwent a wound debridement, washing of the incision site and clearing of the infection. The patient is in the ICU on a ventilator and has received IV antibiotics. The patient¿s lungs and kidneys have failed. The patients system was explanted once they were more stable.

Manufacturer narrative:
Additional information was received that the patient remains in the intensive care unit and no further information will be provided to bsn.

Event description:
A report was received that the patient had spinal meningitis. The physician believed the infection to be related to a previous revision procedure and not related to the device. Symptoms included oozing liquid and pus at the midline incision as well as the pocket site. The patient underwent a wound debridement, washing of the incision site and clearing of the infection. The patient is in the ICU on a ventilator and has received IV antibiotics. The patient¿s lungs and kidneys have failed. The patients system was explanted once they were more stable.